Event description:
The company received a report where it was reported that the cuff could not be deflated while in patient use. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
Return of the device for failure investigation has been requested however; has not been received. If the device is received for failure investigation, a summary of the investigation will be provided in a supplemental report.